Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The root cause of the reported issue was unknown. The device met relevant specifications. Visual evaluation of the returned sample noted one opened (with original packaging), evacuator. Visual inspection of the sample noted the (in-house) claw end of the tubing was placed in a reservoir of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and attach to the evacuator. The evacuator was flattened to create negative pressure and the solution was able to be suction into the evacuator and inflate as intended. No air leakage was observed. The photo sample was returned and could not be evaluated for the reported failure. The DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. Correction- d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that suction pressure was not applied due to air leakage when drain tube and evacuator are connected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that suction pressure was not applied due to air leakage when drain tube and evacuator are connected.